Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the battery was not charging well, meaning that the ins used to last 2 weeks before she needed to charge again and now it won't even last a week. The patient denied an changes in setting or programming. No symptoms or further complications were reported.